Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated they changed the sensor pod on (B)(6) 2017. The patient was on vacation and when the patient checked their receiver to set their insulin pump for breakfast, they noticed three question marks in the upper right corner of the display screen. The patient contacted dexcom technical support and was advised to wait 3 hours for the system to restart itself. The patient stated it was working when they set it for lunch and then received an alert to change the sensor. The patient contacted dexcom technical support again and was advised to disconnect the sensor pod. It was indicated that the patient did not have another sensor with them and late at night on (B)(6) 2017, 911 was called because the patient experienced a seizure and had lost consciousness due a failed sensor. The patient stated that the paramedics indicated the patient's blood sugar was extremely low and treated the patient. When the patient woke up, their blood sugar was reading above 600 mg/dl. The patient indicated that had sensor not failed, they would have been notified to their low and high blood sugar. Additional patient or event information is not available.